Manufacturer narrative:
Device manufacturing date is unavailable. On 03/08/2016 in trouble-shooting, the medtronic representative used with another percutaneous pin and the adapter and frame attached as expected without additional play. The medtronic representative determined that the cushion on the disposable did not provide enough spring to hold the frame and the adapter steady. Pin was bad at install. Return requested. Replacement 150mm sterile percutaneous ref pin shipped to site 03/08/2016. No parts have been received by manufacturer for analysis. On 03/09/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Part not received by manufacturer.

Event description:
A medtronic representative received a report from a site that while the surgeon was prepping a percutaneous pin with 90 degree starburst adapter and stealthair frame, the adapter seemed to have some play that was allowing it to swivel slightly around the percutaneous pin. After a delay in therapy of 5 minutes, the surgeon chose to use the percutaneous pin reference frame to move forward which seemed to attach normally to the same percutaneous pin. The surgeon completed the spine procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Expiration date now provided. Device manufacturing date now provided. No parts have been received by the manufacturer for analysis as the part was discarded by the site.